Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: loosening. Event summary: it was reported that the patient received a right hip implant on (B)(6) 2008 and was revised on (B)(6) 2014 due to aseptic loosening of stem and pain. Review of received data: the received njr database entry were reviewed. In the reason of revision part, aseptic loosening - socket, incorrect sizing, lysis, wear of acetabular component and adverse soft tissue reaction to particle debris fields have the value no. No other medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check between durom cup and metasul ldh was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. However, as the adapter information is unknown, the compatibility of head and stem could not be checked. Root cause analysis: pain cannot be related to a single specific failure mode, but it could associate with the loosening of the stem. However, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Conclusion summary: the patient was revised due to aseptic loosening of stem and pain. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; the condition of the components is unknown. Therefore, the event could not be confirmed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. It is unlikely that the cup component had contributed to the loosening of stem, as based on the njr datebase entry the reason for revision do not include cup loosening or wear of acetabular component. The pain could be associated with the stem loosening. The contributing factors for stem loosening in general includes excessive or wrong directed force when preparing the femoral canal, selection of wrong components and fretting at taper. However, due to the significant lack of information, an accurate analysis cannot be performed. Therefore, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
(B)(4). Concomitant medical devices: metasul durom, component for acetabulum, 50/44, code j, catalog no# 0100214050; lot no# 2441059, metasul ldh, head, 44, code j, taper 18/20, catalog no# 0100181440 ; lot no# 2443269. Therapy date: (B)(6) 2014. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to loosening and pain.